Event description:
It was reported that a cartridge alarm occurred while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within an acceptable range. Technical support confirmed that a replacement pump with updated software would be provided, along with training access through the tandem source account. The customer was instructed on storage mode procedures and the return process for the malfunctioning pump, which included returning it to tandem within 10 days using a pre-paid label.